Event description:
It was reported that routine checks, the cardiosave intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involved and there was no harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: e1 event site email.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the power management board defective and replaced it. The fse also replaced the muffler. The unit passed all safety and functional tests and was returned to the customer for clinical use.